Event description:
It was reported patient underwent bilateral total hip arthroplasties on (B)(6) 2009. Subsequently, patient alleges pain, decreased mobility, infection and metallosis. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." Number 14 states, "postoperative bone fracture and pain." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 3 of 10 mdrs filed for the same event (reference 1825034-2013-00771 / 00780).